Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 1074 mg/dl. The patient was fatigued. For treatment, the patient was given intravenous (IV). The patient was discharged after 5 days.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The download data from the pod showed that an 0x9b alarm had been generated, indicating that more than 5 minutes passed after cgm deactivation without receiving a pod deactivation command. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the alarm could not be determined, however it could be determined that this alarm does not indicate a failure to deliver insulin.